Event description:
Ventilator alarming severe occlusion. No occlusion found in circuit, patient suctioned to verify patency of airway, proper chest rise and fall while ambuing via the et, endotracheal, tube. New ventilator put in place, no alarms noted. Biomed examined the machine, exhalation bacteria filter required replacement and the machine is now working properly.